Event description:
It was reported that the patient had an inappropriate shock due to atrial fibrillation and changes in the intrinsic morphology. The intrinsic amplitudes are low, and the rate was around 110bpm. The patient was asleep at the time of the events. Also, the shock impedance was 168 ohms, which is high but within normal limits. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.